Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hypoglycemia (bg 3.1 mmol/l) with dizziness and shaking. After consuming excessive sugar and carbohydrates for correction, the patient developed hyperglycemia (bg 17 mmol/l) due to that ate sugar cubes and drank milk and ate sandwiches on (B)(6) 2026.